Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to consistently charge the pump using the tandem-provided charging pad. There was no reported adverse impact to the customer's blood glucose level (bg). The customer continued to use the pump and charging pad for insulin therapy.